Event description:
It was reported that during a labral repair procedure using the speedlock plus procedure set, the speedlock did not deploy and came out of the bone. The surgeon drilled a new bone hole in order to complete the surgery. There were no significant delays or pt complications reported as a result of this event.